Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is "leak in their implant". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side, "I have a leak in my implant." Status of device is unknown.